Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 189 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners, cracked display window and with minor scratches on lcd window.